Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of tubing leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20103238 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that fluid leaked from the as lvp 20d dehp 3ss cv tubing. The following information was provided by the initial reporter: "cust reprted that fluid is leaking out of the actual tubing, not the connection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid leaked from the as lvp 20d dehp 3ss cv tubing. The following information was provided by the initial reporter: "cust reprted that fluid is leaking out of the actual tubing, not the connection."